Manufacturer narrative:
Medtronic received the following information from a journal article entitled; timing of endovascular repair impacts long-term outcomes of uncomplicated acute type b aortic dissection xiang d, wu f, chen l, liang h, xiong b, liang b, yang f, zheng c. Journal of vascular surgery volume 75 (3) 851-860 https://doi.org/10.1016/j.jvs.2021.09.017. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts and non mdt stent grafts were implanted in patients for tevar procedures. All patients also had uncomplicated acute type b aortic dissections. The following malfunctions were reported; type I endoleaks the following serious injuries were reported; acute renal failure, stroke, rupture, rtad, patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.